Event description:
It was reported that the balloon was damaged and the foley catheter fell out of the patient. There was no missing pieces of balloon in the patient's body. Per follow-up information received from ibc on (B)(6) 2021, stated that it was unknown whether there was any missing pieces of balloon in the body of the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon was damaged and the foley catheter fell out. There was no missing pieces of balloon in the body of the patient. Per follow-up information received from ibc on 17nov2021, stated that it was unknown whether there was any missing pieces of balloon in the body of the patient.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample exhibited the reported failure. The device had not met specifications. The product was used for patient treatment or diagnosis. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted that there was calcification on the catheter. Also, there was a 0.3460" tear on the balloon. This does not meet the specification "balloon must not be torn." No missing pieces were noted. A potential root cause for this failure could be ¿tooling damaged (core pins)¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.¿ "no substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may escape to cause inadvertent deflation of the balloon so that the catheter may come out prematurely. ]" the actual/suspected device was inspected.